Event description:
Pt intubated on mechanical ventilation with etc02 monitor. Plastic mainstream co2 airway adapter has a small -pencil size plastc window- for monitoring etco2. Therapist noticed that vt was decreased and a leak was detected. Upon investigating she noticed that the plastic window had broken off the airway adapter. Fortunately the plastic window did not go down the endotracheal tube.